Manufacturer narrative:
This report is being submitted as follow up no. 1 to update section h3, and to provide the complete investigation results. One (1) 6 french angio-seal device was returned for product evaluation. The returned sample included the hemostasis sheath, carrier tube and packaging. The device was visually inspected and found to have been in used condition with visible signs of blood. The sheath and carrier tube were returned fully mated and in rear lock position. The internal components were noted to be fully deployed. The suture was noted to be intact and not cut. The device was returned fully deployed with the suture intact and anchor and collagen tamped. Based on the available information, the complaint was able to be confirmed for a partial deployment pullout. The exact root cause could not be determined. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with terumo medical corporation specifications and procedures and the device was released in a conforming state. Currently, no action is recommended since the risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).

Manufacturer narrative:
D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
Terumo medical corporation received the reported information. The angio-seal did not deploy. The physician followed the steps as usual; however, it did something very unusual that the physician had not seen before. The footplate was released; however, it was stuck to the sealant. When the physician retracted the device for it to appose the vessel wall, it slipped right through the arteriotomy and did not catch the vessel wall. The vessel was not calcified. There was nothing unusual about the case otherwise. The physician ended up using the perclose as backup, which worked without any issues. No blood loss was reported. Additional information was received on 12nov2025: the procedure performed was a left lower extremity angiogram for revascularization. The procedure sheaths used were 6f x 10 cm and 6f x 45 cm terumo sheaths. A pre-deployment angiogram was performed and normal access to the right common femoral artery (cfa) without any significant calcified plaque. There were no difficulties with arterial access, sheath, guidewire, or catheter insertion noted till failed closure. There were no issues with insertion; however, the device plate did not catch the wall.